Manufacturer narrative:
The device was returned to the manufacturer for investigation and the tip break was confirmed. The production records were reviewed, no manufacturing deviations were identified that could have contributed to this event. The exact cause of this event could not be established.

Event description:
It was reported to the manufacturer that threaded portion of an alif inserter sheared off in the cage during implant impaction/insertion. The inserter tip was left in cage, inside the patient. No injury to patient was reported. Surgery was completed successfully.